Manufacturer narrative:
(B)(4). The customer advised physio-control that after replacement of the therapy pcb assembly, proper device operation was observed through functional and performance testing. The device was then returned to the end user for use. The device was not returned to physio-control for evaluation.

Event description:
The customer reported that their device was unable to deliver defibrillation therapy during testing. The device had additionally had its service indicator illuminated and logged multiple event codes. There was no patient use associated with the reported issue.